Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some contacts of the paddle lead. The patient underwent a revision, during which, the physician elected to replace the paddle lead and the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some contacts of the paddle lead. The patient underwent a revision, during which, the physician elected to replace the paddle lead and the ipg.

Manufacturer narrative:
Model # sc-8216-50, sn (B)(4): device evaluation indicated that the paddle lead was found broken cables were completely broken at the bent/kinked location of the lead. The complaint has been confirmed. High impedance readings were registered at contacts # 5, 6,10,11,12,13,14,15 and 16. This location appeared to be the site where the sutures were positioned from the proximal end site. The broken cables resulted in the reported complaint of high impedance exhibited. Model # sc-1110-02, sn (B)(6): device evaluation indicated that the ipg exhibited normal device characteristics. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. Model #sc-4316- device evaluation indicated that the clik anchor revealed a missing piece of silicon from the area surrounding the eyelet. The other clik anchor exhibited normal characteristics. This was a result of the explant procedure and was not considered a failure.